Event description:
(B)(4): left total hip arthroplasty cementless (stryker trident psl, x3 acetabular component, accolade ii femoral component, biolox delta c-taper ceramic femoral head, v40/c-taper adapter sleeve). At present I cannot walk at times and I have shooting pains through left thigh and hip. About to have another MRI (doctor expects to find pockets of fluid which will be drained at the time and cortisone injection will be applied to hip.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown x3 acetabular. Other devices listed in this report: cat # 6720-0837, lot # 41223301, size 8 accolade ii 132 deg, cat # unk, lot # unk, description: unknown porous uncemented stryker trident psl, cat # unk, lot # unk, description: unknown implant accolade other, cat # unk, lot # unk, description: unknown biolox delta ceramic femoral head, cat # unk, lot # unk, description: unknown v40/c-taper adapter sleeve. The exact cause of the event could not be determined because insufficient information was provided. Further information, including return of device, operative reports, x-rays, patient history, progress notes is needed to fully investigate the event. If further information and/or device become available, this investigation will be re-opened. Product surveillance will continue to monitor for trends. Not returned to manufacturer.